Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported blackout of the touch panel was confirmed; however, the light source not lighting up was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure of the printed circuit board substrate. A definitive root cause could not be identified. Based on the investigation results, the cause of the light source not lighting up was not identified. Additionally, the malfunction identified during evaluation was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that for the video processor was not working and there was no light source. The issue was found during service/ maintenance. There were no reports of patient involvement.